Manufacturer narrative:
H2: corrections updated to sections b5, d4, g2, and h6. The event description was updated to the correct initial reporting. The serial number was updated to the correct system. The report source was only from a representative and not a provider. Lastly, the coding annex a/fdd code a07 was coded for the exposed wires issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a breakout box with a connection cord had the metal prong connector broken. The connection wires were exposed and when plugged into the system it reported, "localizer disconnected" message. There was no patient involvement.

Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that a breakout box with a connection cord unscrewed at the base. The box would power on, but displayed an amber light. When plugged into system, it would display localizer fault. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825r, serial/lot#: (B)(6). H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20 and d15 are applicable. Multiple fdd/annex a codes were reported. A05 was coded, for the connection cord unscrewed at the base issue. A1102 was coded, for the displayed localizer faulted message. A0708 was coded, for the box would power on, but displayed an amber light issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.